Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was deleting medication ¿s out of the pocket completely, cubie pockets a5 and e5 were giving cubie memory rewrite errors. A field service engineer replaced the module controller board, drawer controller board, cubie tray, and ribbon cable to resolve the issue. Tested in hardware test application (hta) and customer inventoried all medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 kept failing pockets and randomly deleting the medications which was installed in pockets. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.